Manufacturer narrative:
The event documented has been associated with a product recall. The event associated with the suspect medical device architect havab igg reagents is not reportable per 21cfr part 806, as the product has not been distributed in the us. No further follow ups will be provided for this event.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer observed falsely elevated havab igg results for patient samples tested on the architect i2000sr analyzer. No specific patient data was provided. No impact to patient management was reported.